Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.11. A review of the device history record traceable to the reported serial number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event. Within the preventive maintenance program, the device was successfully verified, per service and installation record, prior and after the day of treatment. Most recent preventive maintenance from field service engineer. Logfile review for the day of treatment shows all laser system functions were within specifications for the respective treatment. The system passed successfully all initialization steps. The reported treatment could be identified in the logfile. The energy was stable during the whole day. During the preparation of the treatment the warning message patient bed position undefined. Check bed position and selected eye. Appeared. It is not possible to see whether user corrected patient bed position or not in logfile. The logfile shows that the reported treatment left eye was performed successfully without interruptions. Review of the logfiles for the treatment day does not show any other relevant warning or error messages. The root cause could not be identified during logfile review. No technical root cause was identified for the development of haze, as the product was found to be within specifications. With current information a device malfunction can be excluded. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the corneal haze was noticed in the left eye, and the patient was treated with medically prescribed steroids after surgery. These are all surface ablations as doesn¿t perform any lasik procedures. Post-operatively, the patient uses mitomycin c and polyvinyl alcohol spears during the procedure, except when applying methylcellulose. In that case, three drops of methylcellulose are applied directly after rinsing and drying the cornea at the end of the procedure. Following this, one drop each of dexafree, levofloxacin, and cyclopentolate is applied, and a bandage contact lens is placed. There are multiple related reports for this event. This report addresses the patient cs, left eye and other manufacturer reports will be filed.

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).